Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the difficulties were likely related to circumstances of the procedure. There were kinks noted to the returned guidewire that was engaged in the guidewire exit port of the returned dragonfly catheter, which suggests that either positioning or withdrawal difficulty was encountered during use. While the exact cause of the reported withdrawal issue could not be confirmed, it is likely that the observed damage (kinks) to the returned guidewire contributed to the reported issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly optis imaging catheter was to be used in an unspecified lesion. However, after the optical coherence tomography (oct) run was complete, the catheter became stuck on an unspecified wire during removal. It was suspected that either the unspecified wire possibly had a pre-existing kink or the kink was caused due to the resistance during removal of the catheter from the wire. Therefore, both the catheter and the unspecified wire were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.